Event description:
Reporter reports back to back testing on the same meter while using the advantage system with results of 408 mg/dl and 69 mg/dl. No quality controls were run. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.